Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that during service it was found that the device had damaged bearings. It is unknown if the event occurred during surgery. It is also unknown if there was any injury or medical intervention related to this occurrence. No additional information was available.